Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope instrument was analyzed, and the attached endoscope adapter (aea) was damaged or had friction issues. The laser marking on the housing was damaged/ there were markings on the nose housing. There was mechanical damage on the button bezel. The endoscope was also noted to have a scope bearing friction issue. The complaint regarding the horizon issue was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis; however, failure analysis is still in progress. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope had an issue with horizon/image orientation issue. It was not shifting from 30-degree up to 30-degree down and the horizon was off. The procedure was completed with no reported injury.